Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. Mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a cause for the reported patient effect of mitral stenosis, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiogram showed mr had increased to a grade of 4. The clip was confirmed stable on both leaflet and no tissue damage had occurred. The physician stated that the increased mr was due to progression of disease. On (B)(6) 2020, a second mitraclip procedure was performed to treat mr with a grade of 4. The mean pressure gradient was noted to be 3mmhg. One ntr cds was advanced and deployed, reducing mr to a grade of 2. However, after deployment, the mean pressure gradient increased to a grade of 7mmhg. There was no clinically significant delay in the procedure. No additional information was provided.